Manufacturer narrative:
Review of the supplier's device history record identified an issue related to wiring for several lots produced in 2012; however, this failure was exempted as a possible root cause. Seeing that the device was manufactured in 2012 and the issue occurred more than a year after the shelf-life of 3.5 years elapsed in (B)(6) 2016, manufacturing defects were exempted. The retained failure was consistent with physical abuse, which was observed during examination of the returned device.

Manufacturer narrative:
Examination of the returned device was unable to replicate the customer's experience. During evaluation, the power adaptor was connected to an ev1000 system where it performed as expected with no sparks, fire, smoke or smell observed. There was no indication or evidence of a manufacturing defect. During the visual inspections it was noted that the power adaptor sustained physical damage at the right pin. There was evidence of burning and the plastic was slightly melted. A complaint of sparks could result in a fire. Fires, especially in oxygen rich environments have the potential to injure a patient or the user. In this instance there was no harm to a patient or user and the customer complaint of sparking was unable to be confirmed by evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device is expected to be returned and evaluated. However, at the time of this report, the power adaptor had not yet been received. A supplemental report will communicate the review of the device history record, product evaluation and investigation results.

Event description:
It was reported that before use of an ev1000, the power adaptor for the ev1000 sparked repeatedly. Additional information received from the sales assistant stated that "there were just a few sparks coming out.¿ there was no report of fire, smoke or odor resulting from this event. The customer stated that the power adaptor was installed correctly and was not recently cleaned. There was no patient involvement and no consequences encountered by the medical staff.